Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was not identified. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(4) from the (B)(6) of a female patient who experienced hypertension, a break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis coincident with dianeal pd2 therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique due to not wearing a mask. On (B)(6) 2012, the patient experienced hypertension which required hospitalization. On (B)(6) 2012, the patient experienced peritonitis as evidenced by cloudy drain and abdominal pain. On an unreported date, the patient began remedial therapy with cefazolin and ceftazidime (doses, frequencies and routes not reported). The cause of the peritonitis was a break in aseptic technique. It is unknown if the patient was retrained. On (B)(6) 2012 the patient was discharged from the hospital. The patient outcome indicates the peritonitis is resolving.

Manufacturer narrative:
(B)(4). Since the product code and lot number are unknown, a 510k number will not be reported. As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.